Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water leakage occurred from foley catheter during pre-test.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received 1 all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjw2609. Visual inspection noted no obvious observations. During testing, the catheter balloon inflated using returned syringe with 10ml methylene blue solution (3 drops 1percent aq methylene blue per 100ml distilled water), the balloon inflated with no difficulty and no leakage was present. The concentricity of the catheter balloon is measured at 100/0. The balloon only deflated 4ml methylene blue solution within 5min. Again, the catheter balloon inflated using in-house syringe with 10ml methylene blue solution. The balloon deflated 10ml methylene blue solution within 01min19sec. There is no leakage of solution, this is within specification per inspection procedure ip7603444, revision 0. Which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Correction: d,e,f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water leakage occurred from foley catheter during pre-test. Per notification from ucc on 08dec2025, it was reported that balloon concentricity 100/0 and difficult to deflate against the returned syringe was found during sample evaluation on 05nov2025.